Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the way the ins was implanted presents some problems. The patient has to have somebody hold the device over the spot; they cannot find it themselves and has to get somebody to do it. There were no patient complications reported as a result of this event.